Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal. No patient injury was reported.